Event description:
Consultant reported during two (2) separate tfn procedures, drill stop did not stop when it hit the cannula. Surgeon is able to use with careful observation. There was no harm to the pts. This is the 1st occurrence for the two complaint events. This is 2 of 2 reports.

Manufacturer narrative:
The device history records were reviewed and passed specifications. The instrument conformed to dimensional specifications at the time of mfg and passed functional testing at synthes incoming inspection. The material of the housing and the button were confirmed to be correct. Functional testing was performed using gage (B)(4) and the drill stop passed the functional test.